Event description:
It was reported that the arctic sun device was booting to a system failed to start message. The device was coming in for a possible control panel replacement. As per sample evaluation results received on (B)(6) 2023, it was reported that the hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. It was stated that the replaced the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. As per sample evaluation results received on (B)(6) 2023, it was stated that the circulation pump motor had broken motor screw studs. It was also stated that the card cage processor was replaced with as a courtesy due to a failure after the electrical safety test was performed .

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was booting to a system failed to start message. The device was coming in for a possible control panel replacement.